Manufacturer narrative:
(B)(4). This complaint for a report of a air in tubing (without alarm) was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received.

Event description:
The care giver (cg) contacted baxter's technical service center regarding a check patient line alarm which occurred on the homechoice (hc) during use during initial drain (B)(4). The baxter technical services representative (tsr) had the cg close and open the transfer set 3 times, move the clamp, rub the line, pull up on the lines, and check the lines for fibrin and air. The cg stated that there was air in the patient line, so the tsr advised to start over with new supplies. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2012. She stated that she has been using manual supplies since the incident. She had told her doctor about the issue and was thinking about having her homechoice swapped, but was going to try out therapy on the homechoice again tonight. She had no further information regarding the supplies. Therapy since has been going well and there were no adverse effects reported in relation to this event.